Event description:
It was reported that during a hepatic transcatheter arterial embolization (tae) procedure, the guide wire became stuck in the microcatheter. The target embolus was located in the hepatic artery. As the physician attempted to advance the renegade fiber braided microcatheter onto another manufacturer's 0.016in guide wire, resistance was encountered and the guide wire became stuck inside the renegade. The physician removed the renegade and the guide wire together as a unit outside of the pt. Another of the same microcatheter and guide wire were used to successfully complete the procedure. No pt complications were noted and the pt's status was reported as "fine."

Manufacturer narrative:
(B) (4).